Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a tip detachment occurred. The physician was attempting to treat a 90% stenosed 1.5x20mm lesion located in a non-tortuous, non-calcified artery of the left lower leg. Vascular access was left femoral. Approximately 1cm of the tip broke off the device and is located in the artery of the left lower leg, lying near the ankle of the patient. The physician attempted to aspirate the tip but was unsuccessful. The procedure was aborted due to this. The patient is listed as "stable."